Event description:
The patient's sister contacted animas on (B)(6) 2011 and alleged that the patient was hospitalized and the pump had keypad and screen issues. The representative was not able to obtain any other details. Customer support left voice messages and sent a letter to the patient and the reporter with due diligence. There has been no response from either interested party. Although detail surrounding the hospitalization and product issues were not able to be obtained, this complaint is being reported as the use of the product leading up to the hospitalization is not known.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a cracked battery compartment. Visual inspection confirmed that the keypad is town above the ok button and is peeling along the left side. The up, down, ok, and contrast buttons intermittently activated desired pump functions when pressed and intermittently spring back when activated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. As no additional information surrounding details of the hospitalization it is unknown how or whether the product issues contributed to the hospitalization.